Event description:
Patient came in for an infusaport removal after use of 5 years. Snap heard/felt when removing catheter. The distal half of the catheter remained and required extended procedure to remove successfully.